Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated during a normal follow-up, where the field representative used multiple programmers unsuccessfully. The magnet test was performed with a 5-lead as recommended, and battery was confirmed at 100 ppm. The plan was to interrogate the device again at the regular follow-up in a few months. Device remains in-service. No adverse patient effects were reported.